Manufacturer narrative:
The product is currently undergoing laboratory analysis. This report will be updated upon the completion of the analysis.

Event description:
Boston scientific received information that this boxed device was returned for analysis as there was a problem encountered during interrogation. An error code was displayed indicating that the device should not be implanted. No adverse pt effects were reported as the device had never been implanted.